Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. This issue reportedly occured during clinical use. Information was requested regarding the date the report occurred, the medication involved, pump porgramming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, but no additional details were available. Alternate contact information was requested but no alternate contact was identified.